Event description:
The patient reported blood glucose results of "4.8 and 10.0 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.